Manufacturer narrative:
Corrected complaint conclusion: as reported, the tip of a 5f mynx control vascular closure device (vcd) device split and did not go into the unknown sheath correctly. The device was not used. There was no reported patient injury. Additional information was requested but not provided. A non-sterile ¿mynx control vcd, 5f¿ was returned for investigation. Per visual analysis, the unit was thoroughly inspected, and it was observed that both button 1 and button 2 were not depressed. The syringe was not returned, and the procedural sheath was not included in the shipment. The sealant was in its manufactured position, fully covered by the sleeves. A kinked condition was observed on the cartridge assembly and on the catheter located approximately 21 cm from the distal tip. The stopcock was set in the open position, and the atraumatic tip did not present any damages or anomalies. No other outstanding details were noticed. Per dimensional analysis, the slit length on the outer sleeve was not verified due to the kinked condition of the sealant sleeve assembly, which did not allow proper measurement. Per functional analysis, a simulated insertion/withdrawal test into a previously flushed lab sample sheath was performed as indicated in the instructions for use (IFU). However, due to the kinked condition of the cartridge assembly, it was not possible to insert the device into the cannula of the sheath. A simulated deployment test was performed on the returned device per the mynx control IFU. The tension indicator was aligned manually, then button 1 and 2 were able to be depressed to deploy the sealant and withdraw the balloon with no resistance felt. No issues were noted with respect to the deployment of button 1 and button 2 during the device failure investigation. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, the cartridge assembly was inspected with a vision system to obtain a magnified image, confirming the kinked condition and observing that the sealant was fully covered by the sleeves. The reported event of ¿atraumatic tip-frayed/split/torn¿ was not observed through analysis of the returned device since there were no damages noted to this component. However, there was a kinked/bent condition of the cartridge assembly and catheter noted, which may have been the condition experienced by the customer. The exact cause of the issue experienced by the customer could not be conclusively determined during the analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced by the user. However, since the cartridge assembly and catheter were found to have kinked/bent conditions, procedural/handling factors and/or procedural sheath factors (which was not returned for analysis) likely resulted in the damages noted to the device. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the tip of a 5f mynx control vascular closure device (vcd) device split and did not go into the unknown sheath correctly. The device was not used. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
This report is related to medwatch report # (B)(4). This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Response to FDA request: h10 related report number (B)(4) section updated.

Manufacturer narrative:
This report is related to medwatch report # (B)(4). Complaint conclusion: as reported, the tip of a 5f mynx control vascular closure device (vcd) device split and did not go into the unknown sheath correctly. The device was not used. There was no reported patient injury. Additional information was requested but not provided. The device was returned for evaluation. A non-sterile ¿mynx control vcd, 5f¿ was returned inside of clear plastic bag for investigation. The unit was thoroughly inspected, and it was observed that both button 1 and button 2 were not depressed. The syringe was not returned, and the procedure sheath was not included in the shipment. The sealant was in the manufacturing position, fully covered by the sleeves. A kinked condition was observed on the cartridge assembly and on the catheter, located approximately 21 cm from the distal tip. The stopcock was set to the open position. The atraumatic tip did not present any damages or anomalies. No other notable details were observed. The slit length on the outer sleeve could not be verified due to the kinked condition of the sealant sleeve assembly, which prevented proper measurement. A simulated insertion/withdrawal test into a previously flushed lab sample csi was performed as indicated in the IFU. However, due to the kinked condition of the cartridge assembly, it was not possible to insert the device into the cannula of the csi. A simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU). The tension indicator was manually aligned. Button 1 and button 2 were able to be depressed to deploy the sealant and withdraw the balloon without any resistance. No issues were noted with respect to the deployment of both buttons during the device failure investigation. The returned device performed as intended per the mynx control IFU. The cartridge assembly was inspected using a vision system to obtain a magnified image, confirming the kinked condition and observing that the sealant was fully covered by the sleeves. Based on the evaluation, the reported ¿atraumatic tip frayed/split/torn¿ was visualized and likely occurred due to the observed kinked condition on the cartridge assembly and catheter, approximately 21 cm from the distal tip. This kinked condition may have compromised the structural integrity of the device, preventing proper insertion into the sheath and leading to the splitting of the tip. The inability to verify the slit length on the outer sleeve due to the kink further supports the device was subjected to mechanical stress or improper handling, which resulted in the observed damage. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ the information available nor the product analysis suggest a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.